Manufacturer narrative:
(B)(4).

Event description:
The critical alarm occurred due to zero ml reservoir reached. The pump had been empty since (B)(6) 2011. The pt experienced withdrawal. It was noted that the pt was out of state at the time of this event. The drugs being administered via the pump were baclofen and dilaudid. Add'l info has been requested.